Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. Impact on the customer's blood glucose level was unknown, as the caller declined to answer. Customer received assistance to reset the pump, and the issue did not recur after resetting. Customer was advised to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged and understood.